Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A home hemodialysis patient reported to a technician that they experienced a dial valve failure 1 alarm 4 hours into an 8 hour treatment. The patient turned off the machine and attempted to return their blood from the circuit. The patient was not able to return all of the blood from the circuit and some of the blood was lost. The amount of blood lost is unknown. The patient did not experience any adverse effects and no medical intervention was required. The technician replaced the actuator board and re-calibrated the machine. Sample has been requested.

Manufacturer narrative:
The actuator board was not returned and evaluated and the reported symptom of dial valve failure was not confirmed. The actuator board was found to be functioning properly and no issues were noted. The diasafe filter integrity test passed. The rinse, chemical/heat procedures were completed without any problems. The heparin pump primed and loaded successfully. The loading pressure, deaeration pressure, and flow pressure were all within specification with no presence of fluid leaks. The machine passed all self tests and there were no issues when simulated treatments were performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.